Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Intermittent capture anomaly, high capture threshold and decrease in r-wave amplitude were observed on the right ventricular lead. Programming modifications were performed, which did not resolve the issue. Lead revision procedure was discussed. No further intervention was reported.

Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2017. No further information was reported.

Manufacturer narrative:
A complete lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Correction: the previously reported MDR erroneously omitted the product return date; the report should include that the product was returned on (B)(6) 2017.